Event description:
The customer reported that there were no alarms during a simulation. There was no report of any pt harm.

Manufacturer narrative:
(B)(4): the customer reported that there were no alarms during a simulation. There was no pt event or pt harm. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.